Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the aortic malposition cannot be confirmed. However, a combination of patient (severe native valve/leaflet calcification, severe mac, significant ventricular septal hypertrophy, and a preserved ef with a small ventricle) and procedural (ventilation not held during valve deployment) factors may have contributed to the too aortic deployment of the valve and resulting regurgitation. This event was resolved with implantation of a second valve in a more ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist (fcs) that during the transfemoral deployment of a 23mm sapien valve it shifted aortic from a 50:50 position to an 85:15 aortic position; tee also revealed multiple jets of paravalvular leak. Reportedly the patient tolerated the deployment without any issues and the patient¿s hemodynamic returned to baseline post valve deployment. The surgical team felt it would be beneficial to implant a second valve within the first. A second 23mm sapien valve deployed within the first which decreased the paravalvular leak to mild. The patient was transferred to recovery in stable condition. Additional information noted there was severe native valve/leaflet calcification, moderate aortic root calcification, and severe mitral annular calcification (mac). The patient had a significant septal hypertrophy and a small ventricle. The coaxial alignment of delivery system and valve and the image intensifier angle were described as good. The patient¿s ejection fraction (ef) was 67%. Ventilation was not held during valve deployment and there was no loss of pacing capture during valve deployment.